Event description:
It was reported that the lens would not "lay flat" with the patient's anatomy. Approximately 1 month post lens implantation, the lens was explanted and replaced with a different model lens. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.